Event description:
A malfunction was reported on the pump, but no notable events preceded it. There was no reported adverse impact to the customer¿s blood glucose level. Customer support provided information on how to reset the pump and assisted the caller in doing so. The malfunction did not recur, and the customer was advised to continue using the pump while being instructed to report any future occurrences.